Manufacturer narrative:
Since the original report was filed the investigation into the reported sepsis has concluded. No product or data logs were returned for analysis from japan. The clinical reports noted that the patient had sepsis from the time of admission. The sepsis is unrelated to the use of impella. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella cp ha snot been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient had developed sepsis during impella support. The patient was diagnosed with carbapenem-resistant bacteria. As a result, antibiotics were administered. No further information was provided.